Manufacturer narrative:
Investigation into this event determined that non-reproducible amon quality control results occurred on a vitros 250 analyzer. An ocd field engineer investigated and made repairs to the incubator. Following service actions, acceptable amon precision was observed. The root cause of the vent is instrument related.

Event description:
A customer observed non-reproducible amon quality control results on a vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient results have been questioned and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).